Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was on (B)(6) 2015. The customer's blood glucose was 297 mg/dl at the time of admission. Customer also reported experiencing symptoms such as sweating and vomiting prior to being hospitalized. Customer was discharged from the hospital on (B)(6) 2015. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.